Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.